Event description:
It was reported by the rep that the one ecs25 was used during a low anterior resection procedure. It was reported that after the surgeon fired the ecs he could not open the anvil/shaft of the instrument. The surgeon finally had to use force to pull the instrument back and out. This use of force resulted in the anastomosis that was just performed to be torn. The surgeon had to oversew the area of the torn anastomosis. There was no other pt consequence.